Event description:
The complaint received states that during advancement the orbit mini complex fill 2x1.5 ((B)(4)) resistance/friction on advancement in an unknown microcatheter and when it was removed from the patient it was noted that the coil had detached. The patient is female and (B)(6) years old. The surgeon felt friction when he advanced the coil. He withdrew it and found that the connection between coil and delivery system was broken. The physician changed new one to complete the procedure. There was no adverse event reported for the patient.

Manufacturer narrative:
Additional information received will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during advancement the orbit mini complex fill 2x1.5 (637mf0201 / 15761914) resistance/friction on advancement in an unknown microcatheter and when it was removed from the patient it was noted that the coil had detached. The patient is female and (B)(6). The surgeon felt friction when he advanced the coil. He withdrew it and found that the connection between coil and delivery system was broken. The physician changed new one to complete the procedure. Neither the complaint device nor the concomitant device kink/bent at any time. There were no noted damages on the complaint device when it was removed from the patient. An adequate flush was maintained throughout the procedure. The event occurred during advancement through the vessel. Other devices were used successfully with the concomitant device prior to the reported event. Both the complaint device and the concomitant device were withdrawn together. The target lesion was an intracranial aneurysm. There was no adverse event reported for the patient. A non-sterile orbit mini complex fill 2x1.5 was received coiled inside of a plastic bag. The hypotube was inspected and it was found broken as well as kinks were noted on it. The introducer was received partially zipped and it was found elongated. The support coil, gripper and embolic coil were found inside of the introducer and no damages were noted on them. The hypotube and introducer was inspected under microscope; the edges of the broken section of the hypotube appear as it was kinked before it got broken, the introducer was found elongated as well as the gripper and embolic coil were inspected through of the introducer and no damages were observed on them. The embolic coil was found attached to the gripper. The od from the delivery tube was measured and was found within specification according to document (B)(4) rev 8 and (B)(4) rev 15. The functional test could not be performed due to the hypotube was received broken. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as ¿premature detachment¿ was not confirmed due to the embolic coil was found attached to the gripper. The failure reported by the customer as ¿dcs - resistance friction¿ could not be evaluated due to the hypotube of the device was received broken. The conditions of the hypotube and the damages found on the device were apparently caused by applying excessive force on it but it could not be conclusively determined; however these do not appear to be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Additionally inspections are in place (B)(4) rev. 26 that prevents this kind of damages leaving from the facility. Therefore no corrective actions will be taken.